Manufacturer narrative:
The reported event of set screw/septum anomaly and high impedance were confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection found the septum was removed. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the set screw anomaly. The high impedance was a result of the set screw anomaly. The set screw/septum anomaly and high impedance were consistent with having occurred during the procedure.

Event description:
It was reported that during the initial implant procedure, the set screw of the device was unable to be tightened resulting in high pacing impedance. Additional attempts were made to tighten the set screw and migration of the header septum and the set screw within the device header was observed. The device was explanted and replaced to resolve the event. The patient was in stable condition.